Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. Model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient noticed an increasing discharge and placed a gauze on the wound. When the gauze was taken off, the wound had opened up. There was also mild erythema and minimal pain on the incision. Upon physical examination, the physician assessed that the median end of the incision on the right upper quadrant had opened up. There was minimal discharge but the metallic ipg could be visualized. The patient had developed skin breakdown and exposure of the implanted ipg despite oral antibiotics and conservative care. The patient underwent an explant procedure since the infection was likely spread to the implanted material. Infection was determined to be procedure related.